Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6097418 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6097418 and found no additional product in stock. Investigation methods/results customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a tight fit. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. Per the reported information, the patient has a history of bruxism and oral hygiene listed as fair. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the implant placement section: "continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
Additional information: d9, h3, h6 (type of investigation, investigation conclusions). Corrected information: a2, b5, e1, g1, h6 (investigation findings). H6: health effect - clinical code: 1994 (pain) was inadvertently reported in the initial report, however, this information was not provided by the complaint reporter. The device investigation has been updated and the results are as follows: investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using the radiographic template (pk-209-062515). The top of the implant was indented and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. CAPA ca-00016. CAPA 24-005. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as fair. The patient presented on (B)(6) 2022 for a primary procedure on tooth #12. The patient returned on (B)(6) 2022, after the final prosthesis, and upon examination, the provider noted inflammation and that the implant had fractured. The patient returned on (B)(6) 2023, and the device was removed.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as fair. The patient has a history of bruxism. The patient presented on (B)(6) 2022 for a primary procedure on tooth #12. The patient returned on (B)(6) 2022, after the final prosthesis, with complaints of pain. Upon examination, the provider noted inflammation and that the implant had fractured. The patient returned on (B)(6) 2023, and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.